Manufacturer narrative:
Batch review performed on 01-feb-2024 lot 183705: (B)(4) manufactured and released on 29-aug-2018. Expiration date: 2023-08-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with another similar reported case during the period of review.

Event description:
At about 5 years after the primary, the patient came in reporting instability due to a loose baseplate. The glenosphere was well fixed in place. The surgeon converted the patient to a hemi shoulder system and the surgery was completed successfully. The bone graft was not used during the primary surgery. It has been reported that the loosening of the implant was most likely caused by the patient's type of work, which requires the use of high force with shoulders and arms.